Manufacturer narrative:
The device is not available for analysis as it remains implanted in the patient; however, there was no allegation of device malfunction. Per the instructions for use, device malposition requiring intervention is a potential adverse event associated with the transaortic heart valve replacement procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. The root cause of the valve malpositioning cannot be confirmed. However, it was reported that there was a sequence of events that were performed off fluoro, and there was a failure to re-verify valve position prior to deployment. It is possible that the valve was no longer in a 50/50 position prior to deploying. There is no other obvious patient or procedural factors that could have resulted in the aortic malposition of the valve. In combination with other factors, a preserved ejection fraction (60%) could be a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, the 26mm sapien valve was deployed too aortic, resulting in the need to deploy a second sapien valve. Per report, valve position was checked under rapid pacing and angiography, and it was determined that the valve was 50:50 in the annulus. The operator then came off of fluoroscopy and initiated the deployment sequence by holding respiration, starting rapid ventricular pacing and proceeded to retract the pigtail catheter into the aorta without re-checking the location of the valve. The order to inflate the delivery balloon was then given. Post deployment angiographic images showed that the valve had moved slightly aortic and was high in the sinus in an 80:20 aortic position. Due to the location and larger annulus size, the physician was concerned that the valve may embolize and requested a second valve be prepped. The second 26mm sapien valve was deployed and confirmed to be in a 70:30 aortic position. The physicians felt this was sufficient to anchor the valve in place. Additional information revealed the following: the annular diameter measured 21mm by tte, and 21x28mm by CT (area 430). The native leaflets were severely calcified. The patient's left ventricular ejection fraction was 60% and there was mild septal hypertrophy. The image intensifier angle was described as good, as was the coaxial alignment of the valve and delivery system. During deployment, ventilation was held, balloon inflation was held for three or more seconds, and pacing capture was not lost.